Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4). Related MDR number: 3011649314-2026-00942.

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 67-year-old female patient presented to his (B)(6) dental office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2021 at tooth position #12. It was reported that the implant was not placed after immediate extraction and was immediately loaded. The patient presented with the issue on (B)(6) 2026 after final prosthesis delivery. During the examination, the doctor discovered that the implant had lost osseointegration; as a result, the implant was removed on the same day of the visit without the use of instruments. The implant was not replaced. The patient had symptoms of inflammation, pain, and infection, which resolved after implant removal. The opposing arch consisted of a fixed bridge. The type of abutment was a prefabricated abutment. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene.